Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead and pacemaker. Technical services (ts) reviewed the data and found the impedance measurement was greater than 3000 ohms and had triggered a lead safety switch which changed the polarity to unipolar. Ts also noted varying pacing impedance measurements which may indicate slight movement of the lead in the device header. A signal artifact monitor event due to noise from four months earlier was also observed which appeared consistent with minute ventilation sensor oversensing. Ts discussed programming suggestions. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead and pacemaker. Technical services (ts) reviewed the data and found the impedance measurement was greater than 3000 ohms and had triggered a lead safety switch which changed the polarity to unipolar. Ts also noted varying pacing impedance measurements which may indicate slight movement of the lead in the device header. A signal artifact monitor event due to noise from four months earlier was also observed which appeared consistent with minute ventilation sensor oversensing. Ts discussed programming suggestions. The pacemaker and rv lead remain in service and no adverse patient effects were reported.